Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that implantable cardioverter defibrillator (ICD) sent a non-sustained right ventricular over-sensing (nsrvo) alert due to post-paced t-wave over-sensing (pptwos). There were no consequences to the patient and no intervention was performed.

Event description:
Additional information received indicated the patient's implantable cardioverter defibrillator (ICD) had a reoccurrence of post-paced t-wave over-sensing (pptwos) which was discovered remotely. The patient was asymptomatic. No changes were made as the plan is to continue to monitor the ICD for any additional occurrences.